Manufacturer narrative:
(10/213) the involved device was returned to intervascular. A visual inspection was performed by the quality assurance supervisor. The inspection results are the following: the visual inspection of the returned product confirmed the presence of yellow spots on its outer surface. The observed spots are a known phenomenon caused by collagen during the prosthesis manufacturing process; they may develop a yellowish tint over time but do not impact product safety or performance, and the product remains compliant with its specifications. (67) the conducted investigation concludes that the returned product is conform to the product specifications.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
(10/3233) it was reported that the product is available. Currently, the shipping process is ongoing. A visual product inspection is scheduled. (4109/3233) the review of historical data indicates that no other similar complaint was reported on the same sterilization lot number 23m07 (11) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that the product in question was opened before surgery, and yellow spots were detected on the graft during the procedure. To ensure patient safety, the doctor did not use it. A new product was opened and used, and no problems occurred.